Manufacturer narrative:
(B)(4). Batch # n53t6h. The analysis results found that the atw45 device was received in good visual condition and with four tr45w reloads present. The reloads (c and d) were received fully fired. The reload (e) was received unfired. The reload (b) was received partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload (e) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the current patient status? Did the patient receive chemo or radiation prior to surgery? What vessel was being fired on? What was the appearance of the deployed staples? What firing did the event occur? Were the forces to fire higher or lower than expected? Were there surgical clips used in procedure? Was the device rinsed between reloads? How was the case completed? It was the third refill and it failed to deliver any staples and cut the renal artery. The patient had sudden massive blood loss was converted to an open operation urgently. An obvious adverse event for the patient. Fortunately, I was able to salvage the situation by gaining control of the bleeding renal artery.¿

Event description:
It was reported that during a laparoscopic retroperitoneal nephroureterectomy procedure, while firing the device over a vessel, the staple formation failed leading to bleeding and the procedure had to be converted from a laparoscopic to open procedure. The patient is doing ok.